Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head keeps coming off - oral-b [device breakage]. Case narrative: 56-year-old male consumer reported via phone that the oral-b toothbrush head was coming off of the oral-b toothbrush handle while he was brushing. No injury was reported.